Manufacturer narrative:
On april 23, 2025, following information has been updated on this form: patient experienced left side rupture after reported mva trauma serial number under field d4 has been updated to "(B)(6)", field d4 for primary UDI number has been updated to "(B)(4)", date explant under field d6b has been updated to "(B)(6) 2025". Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8, 2025, mentor became aware that the right-side replacement device used on (B)(6) 2025, was catalog number 3505001bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 27, 2025. The mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 26, 2025, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 500cc breast implant was found to be ruptured. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old black or african american female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant and experienced breast implant unknown side breast implant rupture postoperatively. As a result, the device will be explanted on (B)(6) 2024. Please note that both serial number have been added under field d4 since impacted side is unknown. Supplemental report will be submitted upon receipt of additional information.